Event description:
It is reported that both tabs fractured off.

Manufacturer narrative:
Evaluation summary: scanning electron microscopy (sem) analysis concluded that the fractures propagated from the inner edge on the underside of the flanges to the outer radii. This indicated cause of the fracture to be repeated impacts by the tibial broach to the underside of the flanges from intended use of the instrument. As returned, the instrument shows no signs of misuse. Cause cannot be definitively determined. Evaluation: as returned, both jaws on the rod shaft have fractured off and were not returned for review. Device history records indicated all components were manufactured and inspected to specification.